Event description:
During a sedative administration the nurse noted the IV infusion completed 2 hours earlier then intended. Patient vital signs remained stable during and after infusion, no harm noted. Rn stated programing appeared correct. Pump sent to biomed for evaluation.